Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was started treatment with injection (inj). Reflin and fortum (1gm, od, and ip) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.